Event description:
During the svt procedure, the procedure was cancelled due to communication issues. At the start of the procedure, the ensite booted up like normal and everything was communicating with a green light on the amplifier. Validation was successful. A few minutes after validation, the communication between the amplifier and dws was lost. Both the dws and amplifier were restarted multiple times with no resolution. The dws and amplifier were shut down for 30 minutes with no resolution. The amplifier had an orange flashing light. The procedure was canceled. Later, after the patient left the room, the amplifier was restarted and communication was obtained. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation were inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.